Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump sensor was faulty and having calibration issues, as a result the customer experienced hypoglycemia and the customer's blood glucose was 2.5 mmol/l at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.